Event description:
It was reported that the right atrial (ra) lead had high thresholds, intermittent oversensing and varying impedance due to a lead fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed, and the distal conductor was fractured. It was noted that all of the conductors were stretched, the outer insulation had cosmetic environmental stress cracking and a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.